Event description:
Pt presented with redness and drainage 35 days following left hip replacement. Pt was prescribed antibiotics and taken back to surgery for culture and debridement. Purrulent drainage and sinus tracts were noted during re-op. Pt was discharged and is reported as recovered.